Event description:
Healthcare professional reported hair inside of the sterile packaging. Device was not implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat and device appearance: it is observed brown hair on the device is not considered as a workmanship since the device was not received in the original sealed packaging. However, a further investigation will be requested to analyze this case. Leak test and microscopic analysis was performed which identified: the unit does not leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: brown hair was observed on the device, however, is not consider as workmanship due to the device was not received in the original sealed packaging. Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order # (B)(4) were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed hair/fiber on implant which is related to the reported complaint. According to the current risk documents the event of " hair/fiber on implant" is a known failure mode and control measures are stablished to reduce or prevent the incidence of this event and its effects. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with hair/fiber on implant will continue to be monitored and corrective actions taken in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not implanted.

Event description:
Healthcare professional reported hair inside of the sterile packaging. Device was not implanted.